Event description:
It was reported the epiq elite ultrasound system along with the c5-1 transducer were not available for a liver biopsy exam. The system's elastography preset were not working and there was color artifact in the image. Another system was used to complete the exam. There was no patient or user harm associated with this event. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system and the transducer and confirmed the customer's reported issues. The customer's immediate concerns were addressed by replacing the transducer. The device was not available for evaluation. The system has returned to service with no similar issues reported.